Event description:
Related manufacturer reference number: 3006705815-2022-00205. It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedances. No anomaly was found in the x-ray. Troubleshooting was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2022 wherein the intraoperative testing showed high impedance on the leads. During the procedure it was noted that the leads were fractured. As such, the leads were explanted and replaced with new leads addressing the issue. Reportedly, effective therapy was restored post operatively.

Manufacturer narrative:
The reported event of high impedances was confirmed. Both leads were returned complete. Microscopic inspection identified a kink in the lead body where all of the internal wires were broken followed by a cam impression mark. The fracture wires are consistent with overstress condition that leads may have been subjected to while in vivo.